Event description:
The customer reported that during pre-test of the ventilator they keep getting a constant fio2 alarm. The customer tried calibrating o2 cell but was still getting fio2 alarm. No pt involvement.

Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and replaced the o2 cell and performed ambient and o2 calibration. The ventilator performs to specifications.